Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this lead displayed loss of capture (loc) at maximum outputs. It was suspected that the lead had perforated through the anterior wall. The patient was seen for a revision procedure where the lead was surgically repositioned. The lead remains in service. There were no additional adverse patient effects reported.